Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 33.3 mmol/liter at the time of incident and the current blood glucose of the patient is 27.3 mmol/liter. The customer did not provide details regarding symptoms and treatment of high blood glucose. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Device functioning properly during testing. No bolus anomaly noted during testing.